Event description:
It was reported that a patient presented with high, out of range impedance on the right ventricular lead. The lead was explanted and replaced. No patient consequences reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.